Event description:
It was reported during a-fib procedure, the carto 3 displayed error 19. Rebooting the carto 3 did not resolve the error. The error 19 was displayed at the end of piu initialization. Upon direction of the local field service engineer ECG cards 1 and 2 were swapped. This allowed the piu to initialize and fam maps to be created. However the error 19 returned and the case was aborted. The patient was under general anesthesia for 1.5 hours. The transseptal puncture was performed prior to the case cancellation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Biosense field service engineers arrived at the hospital and performed atp (acceptance test plan) testing for the system to check the ECG's, ablation, magnetic location and acl of the system. The field service engineers could not duplicate the issue. However the issue is related to ECG card and bwi provides this information to carto users in "carto 3 instructions for use". Since this was a MDR reportable event, an additional original external manufacturer (OEM) manufacturer action (DHR review or investigation) was performed. No anomalies were noted in manufacturing or service.